Event description:
It was reported that, pepgen p-15 particulate was used simultaneously with implant placement in the lower right mandible with unknown bone quality; the implant was loaded three months post placement. Approx 39 months post-placement, the implant was explanted with noted progressive bone loss and "peri-implantitis". It is not clear if the graft integrated with the surrounding vital bone or if it also failed with the implant although it is likely that the graft integrated as the implant was in function for over three years.

Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to doctor and pt before the procedures initiated and is dependent on many factors including the pt's age, sex, health, and social history (which appears to be unremarkable), the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, primary stability of the implant (secondary to bone quality and/or excessive preparation of osteotomy), and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a pt, it is impossible to determine the specific resorption rate of any bone grafting material, material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. From the information provided, it is not possible to determine if the implant or graft was the etiology of failure, though it does not appear that the grafting material malfunctioned. The implant loss will be reported via asr. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.